Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms. As the gore excluder device in this event was implanted to treat a left common iliac artery aneurysm, this device was used outside of IFU.

Event description:
On (B)(6) 2007, this patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat a 3.5 cm fusiform left common iliac artery aneurysm. It was reported the embolization of the left internal iliac artery was performed prior to the implant of the gore device. On (B)(6) 2008, follow-up computed tomography angiography (cta) showed that the patient had a type I endoleak originating from the left common iliac artery (lcia). The location of the endoleak within the lcia is reportedly unknown. As reported, the cta showed poor apposition of the endograft within the lcia. It was also reported there was possible slight dilatation of the lcia with no evidence of aneurysm enlargement. On (B)(6) 2008, the gore excluder device was explanted due to the persistent lcia aneurysm. As reported, there was a 4 cm "aneurismal change" of the lcia, with the presence of a 4.3 cm dilatation of the ascending aorta. It was reported that since it was possible the patient's infrarenal aorta and right common iliac would degenerate over time, the physician reportedly elected to explant the device and perform surgical repair. The patient lost a reported 1200 cc of blood and received a transfusion. It was reported the patient had palpable pulses at the end of the procedure.